Event description:
An IV was started with a bd saf-t-intima IV catheter. The patient complained of increasing pain, and the nurse removed the IV and noticed that the needle was still present in catheter.

Manufacturer narrative:
Conclusions - a root cause analysis could not be performed as the sample had been discarded by the facility, and therefore not returned for evaluation. We were unable to review the device history as a lot number for this incident was not provided. Although a sample was not returned, a corrective action has been opened that addresses the developing of a new alignment fixture that will ensure accurate crimping of the needle and stylet, eliminates variations during the manufacturing process and re-certifies operators on the needle/stylet crimping process.